Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of no delivery alarms from the insulin pump. The customer's blood glucose reading was 4.3 mmol/l. The customer stated that she received 3 no delivery alarms in a row while trying to fill the tubing. The customer stated that each time she tried to clear the alarm; it comes back again after she does a complete set change. The customer was advised to manually push with a plunger, and rewind the tubing. The customer stated that drops were coming out and the pump did not alarm. The customer stated that the pump passed the self-test and the alarm history does not contain any significant alarms. The customer was advised that the alarm could have possibly been the cause of occlusion in sets or the reservoirs. The customer was advised to monitor the pump and call right away if the pump alarmed no delivery.